Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Subsequently, the customer experienced a blood glucose (bg) level of 504 mg/dl. A correction bolus was delivered, and a manual injection of insulin was administered to treat bg level. Reportedly, the customer reverted to manual injections for insulin therapy.